Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient after the patient laughed. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, indicating secondary motor voltage too high. Visual inspection of external components found no abnormalities. Visual inspection of internal components found secondary motor out of primary alignment, confirming that the alarm was due to secondary motor engagement. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. A valsalva maneuver test was performed on the driver in an attempt to replicate patient conditions during complaint. An air pressure of 50 psi was applied to the mock tank with levels visibly disturbed. The driver alarmed and reverted to secondary motor operation. This test was repeated four times, resulting in recoverable alarms and no secondary motor engagement, which is the intended function of the driver. Due to evidence of secondary motor engagement reported in the initial complaint, the secondary motor system test was performed without alarm or malfunction and was determined to be able to support patients. Failure investigation for this complaint confirmed the reported issue during alarm history review. The customer complaint was replicated during testing; the root cause of the reported fault alarm after a laughing episode was determined to be unintended secondary motor engagement. Failure investigation identified no test failures or damage that could have contributed to the reported issue. Although unintended secondary motor engagement is a known issue, it is not a device malfunction. No evidence of a device malfunction was found. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient after the patient laughed. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.